Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the patient side cart (psc) was running on battery power. The customer received phone assistance from the technical support engineer (tse). Tse viewed system event logs and confirmed errors 817 and 417 indicating that the psc switched to battery and that both power supplies failed. Tse had customer confirm that the breaker was in the on position and that the power cord was connected to a known good power outlet. Customer confirmed that the battery status had three leds that were solid and not blinking, but it went down to two solid green led's thereafter. Customer was advised to power cycle and reset the psc power circuits to attempt to restore the battery charge function, but customer was unable to power cycle at the time. No further troubleshooting was performed. The customer replaced the psc and the procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) further investigated the reported complaint. Fse verified the system state and followed up with the isi clinical sales representative (csr). Csr confirmed that the site used the system for multiple cases since and experience no recurrence of the issue. The system was working properly and the referenced psc was able to operate using wall power without reverting to the battery and displaying any error fault. No further investigation was required. System verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs was performed by the isi regulatory post market surveillance analyst and information confirmed that system sk2431 was used on 03-may-2022 for a prostatectomy - radical w/ lymphadenectomy surgical procedure. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to patient side cart (psc) battery power issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.